Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen had no display. There was no patient involvement.

Manufacturer narrative:
The MDR report is a duplicate and was originally reported on (B)(6) 2016 in MDR report number: 2021710-2016-04242.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated, however, the battery was found to be out of tolerance which could have been a contributing factor to the blank touchscreen, date, and time reset.